Manufacturer narrative:
(B)(4). Device was not returned for evaluation.

Event description:
It was reported that the doctor was performing a laparoscopic cholecystectomy procedure and the clip applier would deploy clips intermittently when the handle was squeezed and the clips were scissoring and not closing when the device did deploy clips. A second device was used to complete the procedure with no consequence to the patient. The device was discarded.